Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue, additionally the batteries would not charge when connected to ac power. The inspection of the iabp revealed that the console was not securely latched into the hospital cart. The stm seated the console firmly on the cart, and this resolve the issue. The batteries began to charge and the iabp powered on. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) would not power on. There was no patient involvement, thus no adverse event was reported.